Manufacturer narrative:
(B)(4). Additional information: concomitant medical products, device evaluated by MFR. Device evaluation summary: it was received for analysis a top foil and a suture piece of product code sxpp1b105, lot mkh035. During the visual inspection of suture piece, body fluids were observed and the ends were cut that appear to be by the use of a surgical instrument. A functional test could not be performed due to condition of the samples. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition received, the assignable cause of the performance breakage suture suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mkh035, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open adnexectomy on (B)(4) 2019 and barbed suture was used. When pulling the suture at the last back stitch on the dermis, the suture was broken easily. Additional suturing was performed using a different device. There were no adverse consequences to the patient.